Event description:
Complainant alleged that the clinicians were responding to a patient who was having a heart attack. The clinicians retrieved the device from its location, disconnected it from an ac outlet, and brought it to the patient. The device was then plugged into an ac outlet, but the unit would not power up when the clinicians attempted to use it on the patient. The clinicians then obtained another device to treat the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.